Manufacturer narrative:
(B)(4). Catalog number is the international list number which is similar to us list number of 062912. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma infection/sepsis is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019 it was reported that the patient was hospitalized due to suspected sepsis at the puncture site since (B)(6) 2019. The patient was treated in the nursing home with oral antibiotic ciprofloxacin. As there was no improvement the patient was admitted to the hospital for further treatment . There is no information regarding the treatment in the hospital.